Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the sensor was removed from the customer's body, half of the electrode was missing. They were concerned the other half of the electrode remained in the customer's body. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.